Event description:
A customer reported via phone call that they had issues with the keypad on their insulin pump. The patient's blood glucose level was 70 mg/dl at the time of the call. The customer stated that they really called to get the lost transmitter signal completed. The customer states that the buttons on their insulin pump sticks. The customer states that they will call back to get their transmitter replaced. The product was not returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.